Event description:
The physician had difficulty inserting the iab. He was able to advance it through the sheath, but then could not get the balloon to fill or pump. The device was removed from the pt and there were no complications.